Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was dislodged, had high pacing threshold, and the helix was unable to retract. The lead was explanted and replaced.